Event description:
A malfunction was reported on a pump by the customer, although no significant events preceded the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer could continue using the pump and was advised to reach out if the issue happened again.